Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). It was reported there were high impedances: electrode 0 is 30-40k, 1 is 40000k, 3 is 40000k, 4 is 36-40k, 5 is 34-40k, 7 is 32-40k, and 2,6 and 8-15 are in normal range. No stimulation issues were reported. Rep attempted to reprogram and get adequate coverage with ld programming. Pt will report back with results in upcoming months. The cause is unknown and the issue is not yet resolved, but the rep noted they would report any new information that becomes available.